Event description:
It was reported by the user facility "pt returned to or for revision of failed right total knee replacement due to dysfunction within one year."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not yet returned to the MFR. Add'l info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.